Event description:
The hemodialysis user facility has been contacted for additional info on this event. It has been learned that the pt had stated the dialysis treatment with the lines connected and a hemosafe pt connector clip in place when 15 mins into the treatment, the lines were reversed. The hemosafe device was reapplied after the lines were connected, the dialysis treatment resumed and the pt was then covered by a blanket. The dialysis access was a femoral catheter. It was reported by the rn clinical manager that possibly the rn did not check the connectors after the lines had been reversed. The rn manager reported that it was also a possibility that the luer lock venous connector was not properly tightened. The pt continued to undergo the dialysis treatment with the lines reversed when this event was discovered. There is no sample available for an eval. The pt has reportedly recovered and is fine. The rn clinical manager reported that it was not sure which lot was in use at time of the event because 2 packages were opened. Hemodialysis treatment initiated at 12 pm via right femoral catheter - at 12:15 pm dialysis lines were reversed secondary to arterial lines collapsing. At this point hemosafe device was placed on venous line as the lines were reversed. Within 15 mins bp began a rapid drop at 12:30 bp 99/68. Lines were secured per check of employee in training. Bp continued to drop even with normal saline and albumin being administered. At 1:12 pm blood returned per md order and venous line noted to have a slow leak at connection site and hemosafe device was in place. When it was discovered that there was possible leaking of catheter connection pt was on a bedpan and blood was found in the bedpan. The blood loss was estimated to be about 2 units. Post treatment at 1:30 pm the pts bp was 104/62. The pts hbg went from 10.5 to 7.3 and required 2u prb's to be administered post dialysis. Additional info from the user facility: (B)(6) 2007. (B)(4). Lot: 6b277. (B)(6) 2007.